Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective glass formation with the incident lot was observed. Evaluation of the customer samples was performed and defective glass formation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the glass tube had diameter of 12.7mm instead of 12mm with a bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes. The following information was provided by the initial reporter: it was reported that a glass tube appeared to be out of spec dimensionally.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the glass tube had diameter of 12.7mm instead of 12mm with a bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes. The following information was provided by the initial reporter: it was reported that a glass tube appeared to be out of spec dimensionally.